Manufacturer narrative:
The device was returned, decontaminated and visually investigated. Upon visual inspection, this complaint has been confirmed. The returned tip was returned with a defective heat shrink. The heat shrink was returned with a vertical slit along side of the heat shrink. Because of the condition of the returned tip, a functional test is impossible. The tip was then evaluated under 20x magnification. Under this magnification it appears the tip may have contacted another device. This type of contact may have compromise the heat shrink material, therefore causing a small tear that made the insulation of the device ineffective. Lack of proper insulation may cause an electrical leakage or arcing. This is a one time use disposable device. These type of damages may also occur if the device was reprocessed at anytime. There were no signs of heat or electric damages noted on and or around the jaws of the device or even under the defective heat shrink. There were no signs of epoxy noted on the device. It is also possible that there was not an sufficient amount of epoxy applied to the device during the assembly process. For final inspection requirements, all devices are 100% inspected for damages and imperfections. It is not likely that the device left microline inc in this condition. The type of damages observed are the result of excessive force from another device or tool along with insufficient amounts of epoxy applied to the device during a the assembly process. An extensive search of the complaint data base was conducted on the associated lot number. No additional complaints were reported with this lot number. This was an isolated incident relative to this lot.

Event description:
During a procedure it was discovered that the heat shrink broke and fell into the patient's abdomen. The pieces were retrieved. There was no harm to the patient.